Event description:
New information was received that a lead revision was performed thirteen days later due to a micro dislodgement and high threshold measurements. During the procedure the physician was unable to pass a stylet through the rv lead to reposition it. After gaining access, the it was removed and appeared to have damage mid-way down the lead body. The lead was explanted and will be returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that one and a half months post implant, the threshold measurements for the right ventricular (rv) lead had increased from 0.5 volts at implant to 5.0 volts. An x-ray confirmed that the lead had dislodged. A lead revision procedure is scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
--

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. Visual inspection found that the conductor coils were deformed and flattened at 127 to 129 mm from the terminal pin. Tissue was also found intertwined in the tip of the lead tines. The lead segment was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations of high threshold measurement or dislodgment, however the lead damage allegation was confirmed by the laboratory.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.